Manufacturer narrative:
Placeholder.

Event description:
This case involved a planned extraction of 3 pacing leads due to fracture. The medtronic rv lead #5076 (implanted 21 months) was removed with manual traction. The medtronic ra lead #5076 (implanted 96 months) was prepped with an ez lld and a 14f sls ii was used for lasing extraction per subclavian access site. The ra lead was removed except for the distal screw. Prior to the lead release, the patient's arterial pressure was around 100 and approximately 5 minutes post extraction, the pressure dropped into the low 80s to 70s. A tee was in place and showed what appeared to be a clot formation in the patient's left chest. Pressures continued to drop into the 30's and compressions were initiated. Pericardiocentesis was attempted but unsuccessful. The patient was responding well to compressions, but pressure would drop when stopped. The surgeon arrived and while pressures were somewhat stable, another venogram was performed and it was decided to place a left sided chest tube and use cell saver to auto transfuse. A sternotomy was performed and a large amount of blood clots were removed. After flushing, the cavity the surgeon used a thorascope and identified a hole in the internal mammary vein. The injury was repaired and the patient survived the intervention. The physician elected to abandon the 3rd lead planned for extraction (medtronic rv lead #5076, implanted 97 months) in lieu of putting the patient at continued risk. This lead had not been prepped for extraction at the time of the injury. The sls ii is being reported as the suspect device in this case because the physician believes that the injury was a result of the laser working to remove the lead from the vein, and the entry site of the lead into the vein was in a location where he was unable to get adequate hemostasis. No malfunction of the device was alleged.